Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer declined to provide further details regarding the occlusion. Blood glucose was 155 mg/dl. Additionally, the contact reported a bolus that was delivered without user interaction. Tandem technical support (cts) examined pump history and found the customer had overridden a correction bolus the pump calculated the customer needed and delivered a manual bolus. Cts reminded the contact to educate the customer about the bolus feature.